Manufacturer narrative:
(B)(6). The actual device was returned for evaluation.  (B)(4) evaluated the device and the reported condition was not duplicated or confirmed.  Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from canada that the motor device was smoking and got hot. It was unknown to the reporter if the device was used in surgery, or if there was patient involvement. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. There were no injuries or medical intervention reported. The date of the event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.